Event description:
It was reported that during a digestive procedure, it was impossible to remove the safety, during the closure of the stapler tightening in the vacuum but the cursor is in position closed. The surgeon forced to free the stapler and tore tissues. Another like device was used to complete the procedure. Safety will not release.

Manufacturer narrative:
(B)(4). Damaged knife. The analysis results found that the cdh29a device arrived with the breakaway washer present and cut; there were no staples present on the device, indicating that the device achieved a full firing stroke. Further analysis of the device showed that the knife was nicked. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However the washer cut was not a perfect circle due to the nicked knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. No incident related to the reported event was observed during the batch record review.